Event description:
Consumer reports needle breakoff while injecting in her stomach. Had to go to the ER in a critical care facility and had a nurse remove it.

Manufacturer narrative:
Product has not been returned by the consumer. No product return is anticipated. Batch history review (6032022) yielded no anomalies which would have contributed to the breakoff or pullout. In previous complaints of this nature, examination of the returned product revealed that the cause of the break was ductile fracture, which occurs as a result of bending and restraightening of the needle. Complaint history check run on this lot yielded 2 other complaints unrelated to this event. Cannot confirm as a manufacturing defect. No further action is required, will continue to monitor.